Event description:
This solicited device case was received on (B)(6) 2016 from the patient via patient support program. (B)(6); country: united states. Study title: sanofi patient connection. This case concerns a female patient of unknown age who received treatment with synvisc one and later had an adverse reaction which resulted in hospitalization. No medical history, past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with synvisc one (dose, form, route, frequency, indication, batch/ lot number and expiration date: not provided). The patient stated that the same day, she had an adverse reaction which resulted in hospitalization. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: associated. Company causality: associated. Seriousness criteria: hospitalization or prolongation. Additional information was received on 17-feb-2016. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-feb-2016: the follow up information does not change the complete case assessment. Sanofi company comment dated 17-feb-2016: this case concerns patient who reported experiencing an adverse reaction after receiving synvisc one that resulted in hospitalization. Although the nature of the event is not clear, however, the reported information indicates towards a positive causal role of the product in the occurrence of the event. A concrete causality assessment can only be established after the nature of the event has been described.

Event description:
This solicited device case was received on (B)(6) 2016 from the patient via patient support program. Patient ID:(B)(6); country: united states study title: sanofi patient connection. This case concerns a female patient of unknown age who received treatment with synvisc one and later had an adverse reaction which resulted in hospitalization. No medical history, past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with synvisc one (dose, form, route, frequency, indication, batch/ lot number and expiration date: not provided). The patient stated that the same day, she had an adverse reaction which resulted in hospitalization. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: associated. Company causality: associated. Seriousness criteria: hospitalization or prolongation. Pharmacovigilance comment: sanofi company comment dated 17-feb-2016: this case concerns patient who reported experiencing an adverse reaction after receiving synvisc one that resulted in hospitalization. Although the nature of the event is not clear, however, the reported information indicates towards a positive causal role of the product in the occurrence of the event. A concrete causality assessment can only be established after the nature of the event has been described.